Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor current of injury, low pacing impedance, and failed the deflection test after fixation. While repositioning the lp, the helix was caught on the tricuspid valve and was sprung. The lp was retrieved and a new device was implanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of inadequate capture, low pacing impedance and stretched helix were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed, including output verification and pli measurements which showed normal device characteristics without any anomalies contributing to reported event of low pacing impedance, or inadequate capture. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.